Event description:
It was reported that the device had misaligned label. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. The field technician stated issue of ¿label-misaligned¿ was confirmed on the pump module during the investigation. On 13nov2024, the pump module was received unboxed and with paperwork. Visual inspection of the source device identified a label misaligned on the rear case noted in figure 1. Bd san diego manufacturing was recommended to replace the missing label on the rear case. The report of the investigation to be attached to on in sap. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii). The information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had misaligned label. There was no patient involvement.